Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident reported from this lot. However, this is not a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties to advance and material separation. It is possible that the guidewire encountered a challenging anatomy causing resistance and when it was attempted to be removed interacted with other devices, it separated from the distal portion; however, this cannot be confirmed. The unintended intervention and hospitalization in order to remove the detached piece from the vessel is likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report #mw 5099448.

Event description:
User facility medwatch [mw5099448] received stating: during a cardiac catheterization procedure the right radial artery access was obtained. There was stenosis/spasm in the brachial artery, 03035 wire would not pass. 0.14 high torque floppy was used to cross the area. During attempt to place jr 4 catheter there was resistance. When it was removed the wire separated and the distal portion remained in the thyrocervical trunk. Despite prolonged effort at retrieval with multiple snares from the right femoral access. It was unable to be removed. Involved vascular surgeon and interventional radiologist assisted. Pt informed of situation. Vascular surgeon determined that if was safer to remove the wire in the or the following day. Broken piece safely removed; patient was discharged the following day.